Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the tissue on an open procedure, a needle broke at the tip and the other broke in half and fell into the cavity. It was stated that the needle was retrieved with needle drivers. A new suture was used to complete the case. There was no patient injury.